Event description:
Customer reports being cut by the ampule while crushing the direct check control vial. Customer removed the protective sleeve, provided for use when control vials are activated, and cut herself. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method: manufacturer unable to perform evaluation as quality control product not being returned from user facility and user facility unable to provide lot number of quality control product involved. Results: manufacturer unable to perform evaluation as quality control product not being returned from user facility and user facility unable to provide lot number of quality control product involved. Conclusions: manufacturer unable to perform evaluation as quality control product not being returned from user facility and user facility unable to provide lot number of quality control product involved. User error contributed to event.